Manufacturer narrative:
Photographic images of the explanted devices, DHR, packaging insert, complaint history review. Eval summary: the reported devices have not been returned and clinical info was not made available to confirm the reported event. Limited visual inspection was performed on the two photographic images of the explanted devices provided to MFR. Burnishing and scratching were observed on the inner articulating and surface of the insert. Multiple cut marks/scratching and plastic shavings were noted, that most likely occurred during the removal process. The results of the eval performed indicate that, with the limited info provided, the root cause for the experienced revision surgery was osteolysis. Osteolysis is a known adverse event of total hip arthroplasty as listed in the adverse effects section of the latest revision of product IFU. The device manufacturing history record indicates no reported discrepancies. The product experience reporting database shows that there have been other reported events regarding osteolysis for the crossfire insert family, but no device related root cause trends are noted.

Event description:
It was reported that "the arthroplasty was revised due to retroacetabular osteolysis. The acetabular components and the femoral head were revised. The components were implanted in situ for 9.73 y." Reported devices were implanted in 1999 and explanted in 2009.